Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown; product type lead product ID neu_ptm_prog, serial# unknown; product type programmer, patient. (B)(4).

Event description:
It was reported, the patient had a reprogramming appointment on friday 2014 (B)(4) and since then had been having problems and it had been ¿out of whack.¿ it was reported, the patient experienced a shocking/jolting sensation. It was reported that depending on which way the patient moved, she couldn¿t feel it and it felt like it was off. When the patient would change positions, she felt it too strong and it knocked the wind out of her. The patient then reportedly couldn¿t catch her breath because, the pulse was too strong. It was reported, the patient would decrease stimulation manually and then all of a sudden it would increase (ie. From 3.2 to 4 volts) when she would switch positions. It was reported this was hurting the patient. Adaptive stim was confirmed to be on. It was reported the patient was on group a- lying l- p1- 4.00. Stimulation was not too strong at that time, but was too strong when the patient walked. It was reported settings changed to upright (at 3.75 volts) and was too strong ¿it just hit¿ the patient. It was reported, the patient turned stimulation off and then turned it back on and it made her lightheaded and out of breath. The patient turned adaptive stimulation off and manually tuned stimulation down to a comfortable level. It was reported, the patient had an appointment with the health care provider (hcp) in a few weeks. Additional information has been requested, but it was not available as of the date of this report. A supplemental report will be sent if any additional information is received.